Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test and motor error during basic occlusion test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm noted. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 92 mg/dl at the time of incident. The customer was transferred because of a high blood glucose episode and the customer treated with a syringe. The customer stayed off the pump and inserted the set an hour before the call. During troubleshooting, the customer noted that the insulin exited but the pump alarmed compromised force sensor system. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.